Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No moisture damage was found on the electronics and motor noted. No button error alarm noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a button error alarm after possible sweat exposure. Blood glucose level at the time of the incident was 170 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.